Manufacturer narrative:
H10: h3,h6: the reported device, used in treatment, was returned for evaluation. There was no relationship found between the reported incident and the returned device. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. A functional evaluation revealed the wand did not display error code when connected to controller. The wand would not generate plasma with or without bypass box. An additional investigation into the wand, shows the wand had no broken wires and there was continuity. The complaint was not confirmed. Factors that could contribute to the event reported include: (1) an e4 error could occur if the device makes contact to a conductive material such as another metal device. (2) a minute trace of saline breaking the barrier of the cap and shaft will cause the controller to generate an e-4 error as it will occur if the generator detects a power spike. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a procedure, the wand showed an e4 error code. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.